Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13july2019. The field service engineer replaced the flow sensor to address the reported issue. Failure analysis on the returned gas delivery system shows that the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer (fse) reported that during performance verification testing (pvt), the v60 ventilator failed during the oxygen flow accuracy test. There was no patient involvement. The event date was not specified, estimate used.